Event description:
It was reported the patient experienced bladder control issues that worsened following the trial. A hematoma was discovered at t7 during MRI investigation. The next course of action is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.